Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asesf026 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the patient was accessed and before shift change had to be re-accessed due to a broken port needle. It was stated chemo was being infused through the needle. No other information was provided.